Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis (pd). The patient did not require hospitalization. The patient was treated with injection reflin 1 gm a day, injection tobramycin 1gm a day and injection heparin 2000 iu in each exchange. The outcome of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.